Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed that the oxygen (o2) sensor would not calibrate and was giving a 23 error. This error indicates that the voltage of the sensor is out of specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) attempted to complete release/verification testing per procedure but the epgs failed to stay within the specified range during mixed air testing. He opened up the unit and found residue around the oxygen (o2) sensor which looked like fluid from the cartridge had leaked out. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not pass calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.